Event description:
Hospital reported that they received a call from the pt. Pt reported that the implanted rods and screws broke off in his back and caused injury. The pt would not provide any add'l info regarding his initial surgery, any subsequent surgery, or medical condition. Hosp reported pt had surgery on (B)(6) 2007. Pt was implanted with 11 screws, 11 locking caps, 10 heads for screws, two 6 mm rods. Synthes was informed that the hosp will be submitting medwatch. Synthes has not received medwatch as of this date. This is 1 of 36 reports for the same event.

Manufacturer narrative:
Pt did not provide any info regarding removal of hardware or revision surgery. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.